Manufacturer narrative:
The reported events of unexpected mode switch, and muscle stimulation were confirmed. The device was received after restoring device from backup condition in the field and with battery voltage above elective replacement indicator (eri) level. Review of the device image indicates backup operation was caused by power on reset condition triggered by undetermined source. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including monitoring the device for several days did not find any anomaly. Despite extensive efforts to trigger backup condition, it could not be reproduced. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that on (B)(6) 2026, the patient presented in the emergency room for pocket stimulation. Interrogation showed that the patient's pacemaker was in backup vvi mode. The physician elected to explant and replace the pacemaker on (B)(6) 2026. The patient was in stable condition.